Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was spinal pain indications. It was reported that the patient stated at the second pump fill after implant, they found the pump had flipped and they had trouble in getting the pump filled. The patient states the doctor told them that they had anchored the pump to fat, and the patient had lost weight and the anchors came loose and the pump was now flipping. The patient stated they were meeting the doctor on thursday but they are sure the pump will have to be removed and the catheter straightened out due to the flipping. While on the call, the patient mentioned that the pump refill is scheduled for oct. The manufacturer's patient services specialist (pss) asked event date, but the patient did not provide it.